Event description:
The complaint is reported as: the unit is not heating.

Manufacturer narrative:
The sample was not returned for evaluation, therefore, the complaint could not be confirmed. If the sample is received, a follow-up report will be submitted with investigation results.